Event description:
It was reported that during gyn procedure, the device did not pass the initial testing. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the botton assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.